Event description:
It was reported that on (B)(6) 2010, ivus was performed and predilatation was performed at 10 atm in the left main truck. After predilatation ivus was again performed to check the target vessel. A 3.5 x 12 mm xience v stent was implanted at 8 atm and ivus was one more performed to check the deployment of the stent. The stent was then postdilated with a 4.0 x 12 mm balloon catheter and the stent was fully expanded . The pt was discharge on (B)(6) 2010. On (B)(6) 2010, the pt was taken to a different hospital, (B)(6), with chest pain and was determined to have had a myocardial infarction. Coronary angiography was performed and thrombosis was found at the left main trunk. Thrombus aspiration was performed with a non-abbott device, vessel flow was restored and the pt was taken to the critical care unit. Physician commented that there is a possibility that the thrombosis was caused because the clopidogrel did not work well. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted in the left main trunk (lmt), it should be noted that the xience v IFU states that: the xience v stent is contraindicated for patients with an unprotected left main. Additionally, since it was reported that the xience v stent was implanted to treat a lesion that was 4.0 mm in diameter, it should be noted that the xience v IFU states that: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The xience v IFU also cautions that: safety and effectiveness of the stent have not been established for subject populations with coronary artery reference vessel diameters greater than 3.75 mm. It cannot be determined whether the IFU deviation(s) contributed to the reported patient effects.

Manufacturer narrative:
(B)(4) off label use (use in left main). (B)(4). The stent remains in the pt. The lot number was not provided; therefore a review of the device history record is unable to be performed. A f/u will be submitted with all relevant information.